Event description:
Add'l info received from MFR 05/06/03: the referenced product used in this incident is not, according to conversations with the FDA office of device evaluation, considered a medical device.

Event description:
The veri site was applied to the pt's arm at 8:00 and the pt went to surgery at 1700 that same day. In surgery, the label was found to be adhered to the skin of the pt. It had to be debrided off. The case was cancelled due to the skin impairment resulting from the label. The pt had a week or two of dressing changes as home health care. The reporter called the co and inquired of any other problems with this label. They said no and would follow up. The reporter has not heard from their quality management team.